Event description:
On 21st february 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating explantation and exchange of the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The iol was explanted during the original surgery session and exchanged for a back-up iol. Explantation and back-up iol implantation proceeded without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance during injection at the point the lens was progressing from the injector chamber to the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we include the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 114255482 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 114255482. The device was returned dehydrated in a blister. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Lens was found jammed in the injector nozzle, however, was retrieved damaged. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was completely torn off. Traces of viscoelastic solution were spotted only at the tip of the injector nozzle. Following this, the injector was re-assembled with new plunger, and fresh sample lens of rayone aspheric rao600c +32.00 d from rayner stock was loaded and injected as per the IFU. The injection was unsuccessful, lens got jammed in the injector and injector nozzle split. Due to the damage the injector has sustained; no further testing could be carried out. Product return inspection performed couldn't confirm the event as reported. Lens was visibly jammed in the injector nozzle. Root cause of this fault could not be established.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The iol was explanted during the original surgery session and exchanged for a back-up iol. Explantation and back-up iol implantation proceeded without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that there was resistance during injection at the point the lens was progressing from the injector chamber to the nozzle. Within the rayone IFU "use of rayone" section "fig 7" we include the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone aspheric rao600c batch 114255482 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 114255482. There is insufficient evidence and information available to determine the cause of haptic damage during iol implantation

Event description:
On 21st february 2025, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that haptic damage was observed during implantation necessitating explantation and exchange of the lens.